Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was seen in the emergency room experiencing syncope. A loss of capture was observed on their right ventricular lead. The lead was explanted and replaced on (B)(6) 2014. The patient would continue to be monitored.